Event description:
It was reported that on (B)(6) 2026 the patient was unable to insert the infusion set, resulting in hyperglycemia that was managed with multiple daily insulin injections.

Manufacturer narrative:
MDR 3003442380-2026-09137 / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including serial number; however, serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.